Event description:
It was reported the patient's leads were explanted and replaced on dec 22, 2023. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07874. It was reported the patient's leads migrated and showed high impedance. Surgical intervention may be pending to address the issue.